Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging there was a power issue and that moisture was observed in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2014 with the following findings: there was no evidence of short battery life observed in the black box history; however, there were several replace battery alarms observed. There was no short battery life during investigation and all currents were within specification. The battery compartment was cracked with moisture observed inside. The battery cap was not damaged and was able to maintain an electrical connection. The pump failed the leak test due to the battery compartment crack. There was no intermittent condition found internally, but moisture was observed inside the pump when the case was removed.